Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) system appeared to be depleting prematurely. Additionally, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and the capture thresholds of the left ventricular (lv) lead had risen. Technical services (ts) was contacted and after analyzing the data available, recommended replacement. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.